Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery and e70 error alarm was confirmed in the history file. The motor may have had an intermittent failure that was not detected during our testing; the motor was tested outside the device and passed. Unable to perform a21 error test, occlusion test and excessive no delivery test due to motor error alarms. However, the operating currents are within specifications and passed rewind, basic occlusion test, prime test and displacement test. The insulin pump had cracked case at the display window, display window, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was worn inside of an MRI machine and continuously beeps and does not function. Customer's blood glucose was 117 mg/dl at the time of incident. Troubleshooting found that the pump also alarmed motor position encoder error. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer indicated that she has a replacement pump and will use that but may call back for another pump if the replacement does not work.